Manufacturer narrative:
Investigation: the disposable sets were not returned for evaluation. The manufacturing records, and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. No similar reports have been received regarding this lot number. Three retention samples from this production number were visually examined. One bag wastes for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. Root cause: the above mentioned investigation results revealed no anomalies in the manufacturing records or the testing and inspection records for the reported lot number. White blood cell (wbc) contamination is commonly caused by the following factors: characteristics of blood. Pressure load on filter membranes.

Manufacturer narrative:
Stn # bn 880217 investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in 5 units of filtered whole blood. There were not transfusion recipients or patients involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The white blood cell (wbc) counts are not available at this time. The disposable kit is not available for return, because it was discarded by the customer.